Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported the patient was receiving fresh frozen plasma and noticed the plasma was leaking on the floor. Upon inspection by the nurse she noticed the tubing was separated at the upper drip chamber. No patient harm reported. The set was not saved.